Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced tubes / extenders with molding defects that could be used. The following information was provided by the initial reporter. The customer stated: tubes without vacuum. On the day of the occurrence, and in this same batch, the collection was repeated 4 times. 2-may-22: picture received. Available in the attachments below. "Picture of 3 of the tubes, in order to show that the blood was not "drawn" into the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 18-may-2022. Investigation summary. Bd received one hundred and thirteen (113) samples and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for underfill was observed. Additionally, twenty (20) customer samples were randomly selected and evaluated by functional testing. The indicated failure mode for underfill with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based off the returned photo. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced tubes / extenders with molding defects that could be used. The following information was provided by the initial reporter. The customer stated: tubes without vacuum. On the day of the occurrence, and in this same batch, the collection was repeated 4 times. 2-may-22: picture received. Available in the attachments below. "Picture of 3 of the tubes, in order to show that the blood was not "drawn" into the tube.".